Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusions can be drawn.

Event description:
Our firm rec'd a letter from the parent of pt in (B)(6). The letter indicated that on (B)(6), the child was diagnosed with corneal ulcer. Parent reported" child has complained that "right eye was very irritated for a couple of days before that." The pt was seen by a family physician, and was referred to an optometrist. The optometrist examined the pt and referred to an ophthalmologist. As the appointment was for the next day, the optometrist recommended the pt go to a hosp. "I decided to drive my (child) back to (B)(6), and admitted (the pt) to the emergency at (B)(6)." The pt was seen by 2 doctors in the emergency room then referred to the ophthalmologist. Info was requested from the ophthalmologist but the parent has not signed a release and the office will not release info. According to the parent, the pt was prescribed antibiotics and other ophthalmic drops to be inserted every hour around the clock. The ulcer was not in the visual axis. The parent stated the ophthalmologist told him/her it could be a mooren's ulcer but this has not been confirmed. The letter also stated the parent was told the ulcer contained "the worst bacteria." There was no loss of vision and the ulcer resolved in about a week but the report of bacterial ulcer and the intensive treatment required suggests a serious injury. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The lot history review indicated lot l001fhq was mfg under normal conditions. If add'l info is rec'd, will report within 30 days of receipt. (B)(4).